Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an inflammation and infection that started in the middle ear and gradually spread to the implant site. The patient was treated with oral and IV antibiotics (specific date and duration not reported); however, the issue did not resolved. Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.